Manufacturer narrative:
Trackwise (B)(4). The lot # 3000456894 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that vasoview hemopro 2 shears stopped working after a few uses.. Another kit needed to be opened up to complete the case.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: ( (B)(6) hospital).